Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with broken cracked reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the reservoir lip ring was damaged and reservoir was able to lock in place when inserted into insulin pump. The customer¿s blood glucose was 156 mg/dl at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will not be return for analysis.